Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated it to 3mm to occlude the vessel. Before any intervention could be completed the occlusion balloon deflated unexpectedly.